Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. A sample from the reported lot was received for evaluation. The fibers were wet and blood was noted throughout the dialyzer, as well as on the outside of the fibers and within the dialysate ports (indicative of an internal blood leak). During the gross visual examination of the returned sample, a delamination in the polyurethane (pu) was noted on the non-cavity ID end. The delamination extended from approximately 70° to 270°, with the ports at 0°. Further visual examination did not identify any other damage or irregularities on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. During the lot history review it was noted that there was three other complaints reported against the lot. The complaints address an internal blood leak (one confirmed with the sample evaluation to be a potted fiber fragment and two no samples). The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A biomedical technician (bmt) reported to technical support that a dialyzer was found leaking. The bmt stated that a dialyzer experienced a leak during treatment. He did not took note if the leak was internal or external. No photos are available at this time. The dialyzer was replaced to resolve the reported issue. Patient was able to finish treatment without any arm or consequence. The sample is available for return and a return sample kit has been sent to the customer to obtain the sample.